Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. In this case it was reported that the complete heart block occurred prior to the corevalve implant. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, as the amplatz super stiff wire crossed the stenotic aortic valve, complete heart block occurred. Temporary pacing and medications were initiated. Four days post-implant, persistent symptomatic heart block necessitated a permanent pacemaker implant.